Event description:
The customer reported during set up, the unit alarmed proximal pressure sensor autozero failed on screen, noted error code 110a/b in event log, requests onsite service. The device was being set up for patient use, there was no patient or user harm reported.

Manufacturer narrative:
H11: upon further investigation, this case is a continuation duplicate of MFR report number 2031642-2022-01784. The investigation will be documented under MFR report number 2031642-2022-01784. Therefore this complaint no longer meets reportability requirements.